Event description:
It was reported that this left ventricular (lv) lead was scheduled for an upcoming lead revision on 23-feb-2023 because the physician believes the lead is not in a good spot. This lv lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this left ventricular (lv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was scheduled for an upcoming lead revision on (B)(6) 2023 because the physician believes the lead is not in a good spot. This lv lead remains in service at this time. No adverse patient effects were reported.